Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Internal blood leak occurred within 10 minutes during treatment. Blood flow: 260ml/min. Uf rate: 1.1 l/hr. Venous pressure: 150 mmhg. Dialysate pressure: 170 mmhg. It was only a very minor blood loss for the patient, estimated amount, about 20 ml. No medical intervention necessary.